Event description:
A nurse was pulling up on the foot rest section of the recliner and allegedly caught the end of her little finger in the scissor mechanism. The scissor mechanism allegedly severed the tip of her finger and nail.